Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a tooth from the aiming arm was missing prior to use. The procedure was completed by using tool without rotational control (had to use the aiming arm with limited rotational control.) The procedure was completed successfully with no reported delays. Procedure delayed 40 minutes due to this event. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the insertion handle confirms that the tooth from the aiming arm is missing. Further investigation of documentation for material and manufacturing give evidence that the device has been produced in 2013 under specification. No failure in material or production could be detected. Afterwards and without further details it is unfortunately not possible to determine the exact cause of the reported issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.